Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. Additional information was received that the reason for lead replacement was due to the patient experiencing shocking sensations. The patient was doing well post-operatively and the explanted lead was not returned by the medical facility.